Event description:
During evaluation of a returned spectrum pump, case shimming was found missing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the case shimming was identified to be missing from the device which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.